Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the preparation, when they opened the package, the suture was not connected. The procedure was completed with another speedband superview super 7 device. There were no patient involvement.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detachment of device or component. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is not enough evidence to determine the root cause of the device issue. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.